Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that while treating a patient in cardiac arrest, just prior to transporting the patient to the hospital, the screen on the mrx went completely white. The crew tried to reset the mrx a couple of times without success. Upon arrival to the hospital, the mrx screen began to function properly again. No (B)(6) patient impact was reported. The customer reported that the mrx continued to verbally prompt for CPR corrections and there was no interference with patient care.